Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
The customer reported that during an infusion of an unknown medication at 126 ml/hr for 30 minutes, a leak occurred at the pumping segment. "Spill management" was required. Although requested, no further information was received.